Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (load step malfunction) issue. It was reported that the pump was priming the tubing during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/02/2015 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump¿s black box showed multiple no cartridge detected cs 163 warnings. During testing, the rewind, load cartridge and prime sequence was attempted and during the load step, the piston pushed up until cartridge was empty; a load step malfunction occurred. The force sensor calibration was found to be out of specification. The pump¿s cover was removed and force sensor flex pin was found to be cracked. There was moisture observed on the oled connector, printed circuit board and force sensor plate. A leak test confirmed a crack in the pump case in the right bottom corner between display lens and pump seal. Unrelated to the complaint, investigation revealed that there were lines through the display.